Manufacturer narrative:
Patient codes: 2687 not labeled. Device codes: 1212 labeled 2524 labeled. Internal file number - (B)(4). Corrections: adverse event. Outcomes attributed. Type of reportable event upgraded from malfunction to serious injury. Device code 2920 and patient code 2199 were removed. Evaluation summary: a visual and dimensional inspection was performed. The reported tip separation and difficulty to remove the guide wire from the guiding catheter were confirmed. The reported failure to advance and entrapment of device were unable to be replicated in a testing environment as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. A probable cause could not be determined based on the images provided, although the artery was heavily calcified and totally occluded. It should be noted that per ht command 18 pta ce guide wire instructions for use, states: carefully observe the instructions under -do not- and -do- below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, entrapment of the device, difficult to remove and tip separation appear to be related to operational circumstances of the procedure. It is likely that during advancement the wire encountered resistance with the totally occluded with heavy calcified anatomy resulting in the failure to advance. Then the torqueing of the wire during advancement caused the tip to get stuck in the anatomy and guiding catheter resulting in the difficult to remove ultimately causing the coil and polymer separation during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: during drilling of the vessel [advancing the high-torque command 18 guide wire through the chronic total occlusion], the tip of the guide wire became stuck and could not be advanced or removed. The wire was believed to be anchored in the calcium. The guide wire was therefore removed, against resistance from the anatomy and support catheter. Force was applied and a tip separation of the guide wire occurred. After successful recanalization with a non-abbott guide wire, an unspecified balloon dilatation catheter was advanced; however, the balloon ruptured and the procedure had to be terminated in order for all devices to be removed as a single unit. The guide wire tip and the distal part of the balloon remained in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo, chronic total occlusion in the femoral artery with heavy calcification. A high-torque command 18 guide wire was advanced with resistance from the anatomy. During drilling of the vessel, the tip of the guide wire separated. Resistance with the anatomy on removal of the guide wire was met and force was applied. The separated tip was within the catheter and was simply removed with the catheter. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.